Event description:
ICD lead malfunction. High impedance and pacing thresholds. Leas was not pacing correctly and battery was recalled. The lead and battery were changed at same time. The ICD was replaced. A new lead was implanted.